Manufacturer narrative:
(B)(4). Concomitant: medical products: unknown persona articular surface, catalog # unknown, lot # unknown; unknown personal tibial tray, catalog # unknown, lot # unknown. Our investigation is ongoing. A follow-up/final report will be submitted when additional information becomes available. Location of device is unknown.

Event description:
It was reported that the patient underwent an initial knee arthroplasty. Subsequently, the patient was revised due to loosening of the femoral and catastrophic wear on the articular surface. Attempts have been made and additional information on the reported event is unavailable. No additional patient consequences were reported.

Manufacturer narrative:
Upon receipt of additional information, this report will be completed under manufacturing report number : 3007963827-2019-00004

Event description:
No further event information available at the time of this report.